Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had perforated and was lying near the diaphragm. The patient presented in clinic with severe stimulation and the lead was also oversensing. The ventricular lead was explanted and replaced. The patient was stable.